Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right ventricular (rv) lead capture was being questioned as the qrs complex was small. Technical services (ts) reviewed noting possible fusion beats and that a small visible t wave was consistent with the other beats. Ts noted capture was likely however could not say with certainty and recommended to the health care professional to consider an in office evaluation. This rv lead remains in service. No adverse patient effects were reported.